Manufacturer narrative:
Weight unknown. This report is for 1 quantity of unknown nail femoral distal /unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a femoral nail (implanted the length of the bone) and a metaphyseal plate (placed distally), in a femur on an unknown date, were removed on (B)(6) 2017, due to a postoperative non-union. On an unknown date, postoperatively, it was realized that the some of the screws in both the nail and plate were broken and that the patient had developed an infection. The plate was also noted to be broken; the location of the break is unknown. The quantity of the screw implanted in the plate and nail is not known. It was clarified that a 5.0mm screw was used to lock the nail but all other screw sizes and type are unknown. Additionally, it is unknown if the infection was noted during or prior to the revision. During the revision, it was confirmed that the hardware was still in place; did not back out, migrate or move. The unknown metaphyseal plate, unknown screws (implanted in the plate and nail), the retrograde antegrade nail along with a spiral blade end cap and 5.0 locking screw were removed with screwdrivers and extraction tools (unknown part numbers). The patient was treated for the infection and a spacer was temporarily placed to secure the fracture. The patient will be revised at a later date. The surgery was successfully completed with no surgical delays. There were no unanticipated x-rays required but additional medical intervention (subsequent revision) is pending. The previously implanted hardware was easily removed there were no implant fragments left in the patient and the patient was reported to be stable at the end of the procedure. Patient comorbidities are unknown. There were no additional clinical findings known and/or reported. Concomitant devices reported: screwdriver (part # unknown, lot # unknown, quantity unknown), extraction tools (part # unknown, lot # unknown, quantity unknown) this report is for 1 quantity of unknown nail femoral distal. This report is 1 of 8 for (B)(4).